Manufacturer narrative:
Continuation of d10: product ID: 203cx, product type: coaxial umbilical cable, product ID: 106a3, product type: console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, blood was observed reaching about two inches back the coaxial connection between the catheter and the coaxial umbilical. A system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection, and also a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The catheter and coaxial umbilical were replaced which resolved the issue. The case was switched and completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 209f3 focal catheter with lot number 30117 was returned and analyzed. External visual inspection was performed on the ECG ring, shaft, and handle segments. During external visual inspection of the shaft segment, a kink was observed on the shaft at 1 inch from the catheter tip and a scratch. During external visual inspection of the handle, presense of blood was noted at the coaxial connector. The catheter smart chip data was reviewed. Data indicated the catheter was never used. No applications were performed. Without reprogramming the catheter, it was connected to the test console for system performance testing. During system performance testing with the test console, the console terminated the application and generated system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." Pressure testing and inspection was performed on the sub-components of the ECG ring, shaft, and handle segments. During inspection and pressure testing of the shaft a leak was observed at the shaft to ECG ring. The dissection revealed that the leak resulted from insufficient bonding between the adhesive and the shaft. During internal visual inspection of the handle segment, dried blood was observed inside the handle. In conclusion, the focal catheter failed the returned product inspection due to the leak between the shaft and ECG ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.